Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had off no power alarm. The customer¿s blood glucose level was 120 mg/dl and 214 mg/dl at time of incident. The customer reported that the pump got an alarm for bad battery and no power and shut off and replaced another battery in the pump and it came back up. Customer reported that they did not receive a low battery alert prior to the off no power alarm. It was also reported that the second occurrence of off no power alarm without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).